Event description:
It was reported that multiple cartridge canisters had cracks; interrupting insulin delivery. The customer changed the cartridge and was able to successfully resume insulin delivery. Customer's blood glucose level was 201 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.